Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector had to be moved to multiple injection sites with needle remaining out in fear that if it was retracted it wouldn't be able to get it out again. The issue occurred during sedation for an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the failure to deliver could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.